Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery the footprint anchor slipped off after it was implanted. The anchor was not removed from the patient it was implanted into the patient. An additional hole was made and the bone quality of the patient is good. The procedure was successfully completed using a back-up device without a significant delay. No patient injury or further complications were reported.

Manufacturer narrative:
Part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found labelling confirming the product identification information. The distal end of the shaft is pictured, but there is no anchor. There are no deficiencies observed in the image. A visual inspection of the returned device found that it is not in its original packaging. The anchor was not returned with the handheld portion of the device. The distal end of the inserter is bent, and there is debris on the device. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.